Event description:
Cpi received information that the patient received asymptomatic shocks. Invasive procedure found the insulation completely worn away about three inches from the terminal pin which exposed the conductor. Fluid was found in the lead. It was also noticed that on the lower portion of the back of the automatic implazntable cardioverter defibrillator, there was a one inch square area which was worn smooth where the lead had been resting since imlant. The patient had two model leads implanted. Cpi does not know which lead had the insulation damage. The leads were capped and remain implanted. Dr. Implanted a bipolar endocardial lead to replace the two epicardial rateinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.